Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited low impedance and noise. Low impedance was first noted on (B)(6) 2013. The patient presented remotely on (B)(6) 2013, (B)(6) 2016, and (B)(6) 2016. Review of the transmissions revealed multiple alerts for drops in impedance. Noise and noise reversions were also noted on (B)(6) 2013 and (B)(6) 2016. It was noted that programming changes were made on (B)(6) 2013 but the issues were noted after. No further intervention or adverse consequences were reported.